Event description:
It was reported that an ilet pump displayed an unable to proceed alarm during a supply change, repeatedly presenting the error at the fill tubing step despite restarts, consistent with an infusion failure and an alert for a stalled motor involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication-related problem was identified, with the failure mode characterized as failure to infuse and the affected component identified as the motor, and the user was advised to revert to backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.